Manufacturer narrative:
Contact office address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set leaked during patient infusion with normal saline. A new primary line was primed and connected to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was available for evaluation; however, the device was received inside of a bag and was contaminated with blood. Visual inspection of the device through the bag could not confirm the reported problem. Function testing was not performed due to the blood contamination. The reported event could not be objectively verified. Should additional relevant information become available, a supplemental report will be submitted.